Event description:
It was reported by patient's legal representative that patient underwent initial hip procedure on an unknown date. Subsequently, patient has made unknown complaints related to the implant. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No indication that implant has been revised to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the components involved are not manufactured or marketed in the united states.